Event description:
It was reported that the patient had the artificial urinary sphincter, that was initially implanted in (B)(6) 2012 removed due to urethral erosion. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted at a later date on (B)(6) 2020. Following the surgery, the patient outcome was good.